Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a car accident around 2002 which tore the stimulator out of the spine. Patient reported that the physician put couple of knots in so the device couldn't be pulled out again. Patient reported that "they have been as good as gold".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.